Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the covers for the buttons was coming off and received button errors. The customer reported that the insulin pump casing was cracked and pieces around the belt clip connection was broken off. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed self test. However, corrosion was found at the keypad traces. Device received with torn keypad overlay, cracked case from display window corner and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.(B)(4).